Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family friend reported via phone call that their daughter experienced hypoglycemia. Customer's blood glucose value was 50 mg/dl and 54mg/dl at the time of incident. The customer declined troubleshooting for low blood glucose level. The customer did not mention any symptoms related to low blood glucose level. The device will not be returned for analysis.